Event description:
It was reported the (B)(4) translation of the restore ultra manual had an error related to how deep the device should be implanted. The (B)(4) translation stated, the device should be implanted "not deeper than 4cm." The manual should have stated, the device should be implanted "not deeper than 1cm." There was no reported patient injury or harm related to the event. It was noted the english manual cited the correct implant depth instructions. The device itself also had an etching on the reverse side that stated the device should not be implanted deeper than 1cm. The event was being investigated and a follow up report will be sent if additional information becomes available.